Event description:
It was reported that the device exhibited a distal occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: catalog, serial, UDI number unknown. G4: 510k number unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 08-may-2024. H3: one device was returned for repair in used condition. There was no observable physical damage to device. Primary reported was not replicated with functional testing. Multiple alarms were found in the event history which were related to the complaint. The downstream occlusion (dso) sensor was replaced due to alarms found in the event history log. The device passed all functional tests after the repair.